Event description:
It was reported that the patient presented to hospital with syncope. The patient is pacemaker dependent with underlying complete av block. Right ventricular (rv) lead exhibited several noise reversion episodes, false high ventricular rate episodes consistent with rv lead noise and pacing inhibition via melin-on-demand transmission. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.